Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b2, g2 corrected: g1.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected initial reporter data.

Event description:
On (B)(6) 2017: patient underwent a right knee attune arthroplasty. The patella was resurfaced, and cement manufacturer was competitor. There were no complications noted. On (B)(6) 2020: patient underwent a right knee revision after presenting with knee pain. Infection was ruled out. The tibial tray was removed without any work and lifted off the cement mantle. The femoral component was also removed ¿ no noted deficiencies with minimal bone loss. The attune patella was left implanted with competitor products placed. Doi: (B)(6) 2017. Dor: (B)(6) 2020 right knee.